Event description:
It was reported that the patient was seen in the hospital experiencing phrenic nerve stimulation. The device was reprogrammed. The following day, nerve stimulation was noted again in addition to high thresholds. A chest x-ray showed that the lead had dislodged. The device was programmed to right ventricular only. The lead was explanted on (B)(6) 2014. The patient tolerated the procedure well.

Manufacturer narrative:
Final analysis found normal lead characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.